Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a hospital with information indicating that the patient is deceased. The date of death was not provided and no information related to the death was provided. The device system was explanted approximately one month post implant. The cause of death is not available.